Event description:
A malfunction alarm identified as malf 9 was reported without any preceding notable events, and there was no adverse impact on the customer's blood glucose level. The customer, who had experienced the same malfunction with their current pump before, received guidance from technical support on resetting the pump. Technical support arranged for the replacement of the existing pump with an updated software version. Customer will continue to use current pump; will rely on alternate method if necessary.